Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient with this implantable pacemaker was admitted to the emergency room due to loss of consciousness. Since the patient was pacemaker dependent and reported having lifted heavy loads the previous day, the physician suspected something happened to the right ventricular (rv) lead resulting in loss of capture. However, once the pacemaker was interrogated, it was found to be in safety mode. With this new information, it was then suspected that since the rv lead configuration during safety mode is unipolar sensing/pacing, it was likely oversensing of noise that inhibited pacing, resulting in asystole and a syncopal episode. A temporary external pacemaker was used. Subsequently, the patient underwent a revision procedure, and this device was explanted without incident. Although visual inspection of the leads at time of revision was unremarkable, the physician elected to surgically abandon the leads and implant a new pacemaker system on the right pectoral side. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that the patient with this pacemaker was admitted to the emergency room due to loss of consciousness. Since the patient was pacemaker dependent and reported having lifted heavy loads the previous day, the physician suspected something happened to the right ventricular (rv) lead resulting in loss of capture. However, once the pacemaker was interrogated, it was found to be in safety mode. With this new information, it was then suspected that since the rv lead configuration during safety mode is unipolar sensing/pacing, it was likely oversensing of noise that inhibited pacing, resulting in asystole and a syncopal episode. A temporary external pacemaker was used. Subsequently, the patient underwent a revision procedure, and this device was explanted without incident. Although visual inspection of the leads at time of revision was unremarkable, the physician elected to surgically abandon the leads and implant a new pacemaker system on the right pectoral side. Besides intervention, there were no other adverse patient effects reported. Device return is expected.